Manufacturer narrative:
H2/h3/h6: software analysis was completed. The archive was reviewed and it had 5 mr images and 1 pr image. The pr image and one mr image were able to download from pacs. Transfer failed for rest of the images. The logs were reviewed and found that "user report : error: sop class not supported for volume rendering: 1.3.46.670589.11.0.0.12.2". Due to this the import was failing. Due to this, the software was functioning as intended. Codes b01, c19 and d14 are applicable. H2: additional information: it was stated that the dicom file was essentially a raw file created by the scanner without image data (it looks more like diagnostic data). It was noted that these cannot be reconstructed from multiple files unless they are grouped with a concatenation uid, which these did not have. Due to this they are not supported as they are not actual image data. It was suggested that the support be turned off for both the mr scanners in the hospital. This should make the mr scanners sent the enhanced mr images, but no the raw file that causes this issue. This was done on a scanner and it appeared to have worked. It was noted that the next time a scan is sent from either of the scanners, it should ensure the raw file is not sent. It was noted that once the scan can be sent, the navigation system can be checked to make sure the images are correct. It was noted that if that did not work other options, such as sending the images as single-slice mr images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the local representative (cs) was able to successfully qr MRI images with the full study. A warning message appears stating "discarded invalid mr slices," but it was noted that that should not affect navigation. The cs did mention, the doctor specifically has not scheduled their next dbs patient.

Event description:
Additional information was receive. It was reported that they could not use the qr from the navigation side. Additional information was received. It was clarified that the issue with the MRI is that it would not transpire with the CT scans. The issue occurs in the morning and afternoon, but it was unknown if it occurred in the evening.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the cpu and ssd were replaced. The system passed all tests and was performing as intended. Codes b01, c02 and d02 are applicable. H2/h3/h6: internal troubleshooting was done. It was noted that a computer and ssd did not resolve the issue. They were able to query /retrieve the MRI patient downloads 50%, cts and download completely. Under CT scans that says sliced, the number says 130-120 present in the MRI sliced count display. Under the slice column they can only see 1-2 sliced present. When refreshing network configuration information, static, and refreshing again, they were retrieving network configuration please wait. They also received "firewall status retrieving firewall status has timed out." Self test showed no wired mac address and no ip address. It then finally showed "no network detected." It was noted that the representative had done exercises of downloading different patients and the results have always been the same. Only once was the rep able to download a complete MRI. It was then deleted to try to replicate the successful download and was not able to replicate the successful download. It was also attempted to download images from pacs with similar results with a variant of patients not being able to be download. They were only able to push images from pacs to the system. Of about five patients, only one MRI went though. Pacs administrator indicated that the images pushed were successful but was not a complete exam. It was a single data set. They tried replicating pushing other single data sets for other patients without success. All downloads from the system were unsuccessful. Images pushed by the pacs administrator were received incomplete. The data was lost. There were no errors noted on the pacs end while pushing the images. Codes b01, c13 and d15 reflect this. H2: correction: system sn has been updated. D9/h2/h3/h6: logs and the computer are currently pending analysis. Previously submitted codes b21, c21 and d16 are still applicable. D10/h2/h3: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036, serial/lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, serial/lot #: unknown h2/h3/h6: further troubleshooting was done on a different system onsite, not the planning station. The representative was able to configure the settings on the pacs side. They were able to download images. CT scans downloaded completely but the MRI downloads were incomplete (same as on the planning station). The pacs administrator downloaded MRI images directly from the MRI to a usb and the images were downloaded to the system successfully. The pacs administrator downloaded MRI images directly from pacs to a usb and these images also were downloaded successfully. The pacs administrator also downloaded MRI images from spacs to a cd and these images also downloaded successfully. Codes b01, c13 and d15 are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information received h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network settings were correct. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. Ping test packets transmitted/received, 0 % packet loss, no errors. The computer is fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the software team has narrowed down what was causing the data loss on our end and has offered some viable solutions to take to sectra to resolve this case. Issue: sectra was sending enhanced mrthat contains multiple files which is an unsupported format for our system. Solution 1: ask sectra to look at what happened from their side during the one successful push. Recommendation: send enhanced data formats where all the image data is in a single file, or there is a valid concatenation uid between files solution 2: the manufacturer representative (rep) has offered to set up a call or email with some more technical questions/discussions for your sectra team to help achieve these recommendations. The rep emailed after testing on site stating they had success pushing single data set from pacs. They tried to download images (MRI¿s) from the navigation system, the rep was on the electronic picture archiving and communication systems (pacs) side, verifying that the images were acquired with the navigation protocol. The results were the same, MRI¿s came in incomplete. The rep then, pushed the images to the system and the result was the same, MRI¿s came in incomplete. Then the rep pushed a single data set from the pac¿s to the navigation system, resulting in a c omplete transfer of the images (170 slices). This was replicated with other patients, with successful image transfer. The rep was going to talk to the site about their options.

Manufacturer narrative:
H2: additional information received. Concomitant product lot numbers: 9736036: 2023e00679 9736356: s5janj0n202478d it was verified with pacs admin that compressed data is okay, but that multi volume enhanced MRI data sets are not supported. Pacs admins didn't confirm if that's how their data is sent. Swe requested debug logs to look further into the exam. And how it's being transferred. In order to verify how the image is transferred swe requested testing downloading a CT <(>&<)> MRI from pacs, the MRI only came through with 85 slices (160 slices total). CT downloaded without issue. Logs and archives pulled. Local representative (cs) sent box link for upload. Same patient's MRI pushed from pacs and only 85 slices came through. Logs and archives pulled. Swe to review. Cs did mention that pacs did have a previously successful push of a full MRI to the system but only when certain series are pushed. This was not the case for this patient/scenario, likely pointing toward the image itself. Now that swe is aware of the behavior, an analysis of the data once it's received can be performed. H2, h3, h6: the ssd was returned and analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. The computer was returned to medtronic, but not analyzed. Previously reported codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that technical services (ts) clarified that the only issue now is the MRI data loss. The network configuration issue was resolved and CT exams were able to be pulled without data loss. Both MRI and cts were able to be pushed by pacs and uploaded via cd/usb without issue.

Manufacturer narrative:
Internal troubleshooting was done. Another behavior was noticed. In the admin desktop they were not able to pull up their ip info. When they tried to go into the network configuration and press "get current" it would time out with a firewall error message. If the representative (rep) tried to configure it would do the same behavior where it failed and the ip info would still be blank. After a reboot he was able to get the status and configure for a few minutes but then after sitting for 5-10 minutes, it would fail to "get current". The rep rebooted again and the issue would not go away. He tried to ping to the pacs ip and received errors in reaching the destination. Going over to the clinical application, he still was getting all green in the digital imaging and communications in medicine (dicom) test and could query a list of patients. He was also able to download one without issue but when he tried another, he was again seeing a data loss and not getting all the sliced. Going back to admin, the behavior was still the same with reading the ip or configuring the ip. It was recommended that the solid state drive (ssd) be replaced and to possibly swap the ssd from another system that was not configured or set up to confirm there was no issue with the computer. A ping test was completed with no errors. Dicom transfer was tested and passed all green as well. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the planning station was having issues downloading mris from the picture archiving and communication system (pacs). It was reported that the MRI exam had 160 slices and only 80 slices appeared on the downloaded scan on the system. It seems to be an issue with mris. CT exams could download without issue. This happened during set up of the system. This was a new pacs system for the site called "sectra." Technical services (ts) recommended performing a ping test to the pacs ip address and sending pictures of the output in. It was also recommended that when the site is talking with pacs, if it was pure pacs or if it was also involved as it may have to weigh in on the issue. It was clarified that this issue occurred during installation. No secondary input methods were used.